Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens reviewed the instrument files, and determined that quality controls were within expected ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site to retrieve instrument files for further investigation. Siemens recalibrated both instruments and ran a comparison/precision study on patient samples between the instruments. The precision study on the affected instrument recovered outside of specifications. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated twice on an alternate dimension exl instrument, resulting lower. The repeat result of 0.000 ng/ml was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00541 on 21-sep-2018. Additional information was received (09-nov-2018): siemens further investigated the issue. The instrument readings indicate there was no issue with the reagent, loci module or with the processing of the sample with the loci module. The quality controls and calibration were within acceptable ranges. Patient comparison and precision runs after the incident were within expectations which would indicate the sample probe function or alignments did not contribute to the event. Siemens cannot verify if the sample cup was under filled or had bubbles, as the system does not perform a full level sense with sample cups. The call indicates that the centrifugation was not within the tube manufacturing recommendations. Based on the available information, sample handling potentially contributed to the event. The cause of the discordant, falsely elevated tni result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Results and conclusion codes were updated.